Manufacturer narrative:
(B)(4). The device history record was reviewed and this lot is associated with flickering issues per CAPA (B)(4). The sample was returned for evaluation. A visual exam and functional testing was performed and no issues were detected. The device functioned as intended with no flickering or dimming. The reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that when attempting to intubate a patient, using the device, the light would dim and then go out when lifting the handle to visualize the vocal cords.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that when attempting to intubate a patient, using the device, the light would dim and then go out when lifting the handle to visualize the vocal cords.